Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). Additional emdrs were submitted to represent the bard flat mesh (device #1) and bard/davol mesh ¿ composix (device # 3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2000, (B)(6) 2002 and a bard/davol composite mesh (composix) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had revision surgeries on (B)(6) 2013 and (B)(6) 2018 due to the defect in the bard mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.